Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. At the time of this report, the device had not been returned to thomas medical products for eval.

Event description:
Initial description: "after the transeptal puncture, the ECG shows a massive st elevation, after them the pt got a total av block. The pt had to be paced. The coronary angiography didn't show any indication for stenose. [30 minutes] after coronary angiography, the pt recovered. The pulmonary vein isolation was successful."